Event description:
It was reported that the device was stuck with the guidewire. The 85% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, upon withdrawal, the balloon got stuck with the non- bsc guidewire under negative pressure. The device was removed together with the guidewire. The procedure was completed with a different device. No complications were reported, and patient was stable post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual and tactile examination identified multiple kinks along the hypotube. The tip showed no signs of tip damage, and the polymer extrusion shaft has no kinks or damages. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. A microscopic examination of the proximal and distal markerbands identified no damage. A microscopic examination of the guidewire lumen identified no kinks or bunching. The device was successfully tracked over a recommended 0.014" guidewire. The balloon was inflated to its rated burst pressure of 14 atmospheres and the device was advanced on the wire with no resistance. The encore inflation device was tested prior to inflation with the druck gauge. A vacuum was applied, and the device advanced over the wire with no resistance noted.

Event description:
It was reported that the device was stuck with the guidewire. The 85% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, upon withdrawal, the balloon got stuck with the non- bsc guidewire under negative pressure. The device was removed together with the guidewire. The procedure was completed with a different device. No complications were reported, and patient was stable post procedure.